Event description:
During angioplasty procedure the stent dislodged from the delivery balloon. In attempt to retrieve the dislodged stent a 2 wire technique was attempted in which one of the tips (approx 2cm) broke free of the wire thus lodging in the distal left anterior descending.